Manufacturer narrative:
Result: wrong gateway cpu board installed on a bed with a non-gateway footboard.

Event description:
It was reported by service report that the cpu is not working correctly. No patient involvement or adverse consequences were reported.